Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd system. The customer stated that the scd system caused bruising on the pt.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.